Event description:
It was reported that the power load dropped the cot while attempting to load a heavy patient. It was alleged that there was an impact to the patient but details regarding specifics or severity have not been provided at this time. No adverse consequence was alleged to have occurred to staff.

Manufacturer narrative:
The section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that the powerload dropped the cot while attempting to load a heavy patient. It was alleged that there was an impact to the patient but details regarding specifics or severity have not been provided at this time. No adverse consequence was alleged to have occurred to staff.